Event description:
Nurse reported observing red-tinged effluent with 2 cartridges on a pt receiving cvvhd. Pt's hb was in the 4s and pt rec'd a blood transfusion, volume unk. Subsequent cvvhd treatments the effluent fluid was reported to be clear. Nurse attributes the red-effluent to pt having a sickle cell crisis. Pt identifier info not provided.

Manufacturer narrative:
There is no evidence of a device malfunction. Cycler evaluated and no problem found. No problem found with returned cartridge. Analysis of the pressure profile from the cycler data log file suggests the presence of clotting in the extracorporeal blood circuit. The treatment blood flow rate was 200ml/min and was stopped following numberous arterial access flow alarms. The user's guide warns that the risk of blood clotting in the cartridge and filter increases during long treatments and when no anticoagulant is used and that failure to respond to clotting can lead to hemolysis. Nxstage medical considers this report closed. No add'l info will be provided.